Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7070333, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket and midline incision site. The patient had a fever and a pimple like bump that was oozing was noted at the infected sites. The physician confirmed that the infection was not device or procedure related. The physician believed that the patients other medications compromised the ability to fight infection. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was reported to be in a relatively good condition.